Manufacturer narrative:
The pump passed the displacement, self test, off no power, and unexpected restart tests. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to verify the compromised force sensor system alarms due to the motor error alarms. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the motor error alarms. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked display window and a cracked case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 231 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 231 mg/dl. The customer stated that there is cracked plastic on the reservoir compartment to bottom left corner off screen. Customer was advised that the device would be replaced.